Event description:
Ous MDR - after an implantation period of approximately 52 months, oversensing was reported. During the revision procedure, possible lead damages were assumed. The lead was explanted and returned to biotronik for analysis. No adverse patient events were reported.

Manufacturer narrative:
The returned lead had been cut through 48 cm proximal of the tip electrode. Only the distal part of the lead was returned for analysis. The returned fragment was examined visually and electrically. The visual inspection found ligature markings 43 cm proximal of the tip electrode. Multiple signs of wear and tear could be seen along the fragment. Especially 37 cm proximal of the tip electrode, the insulation was damaged by squashing, which is most likely the cause for the noise artifacts complained about. The observed damage manifestation requires strong pressure stress onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, the visual examination of the lead showed fraying of the insulation 11 cm proximal of the tip electrode. The coating of the rope conductor to the shock electrode is damaged in this area. The position and characteristics of the fraying speak for friction against a partner lead during the implantation time. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, cuts were detected in the insulation. Blood had entered the lead at those sites. The rope conductor to the ring electrode was cut through 22.5 cm proximal of the tip electrode. In addition, the shock coils were deformed. These damages are with high probability a result of the extraction process. Since the lead had been cut through in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. As expected, a conduction interruption of the rope conductor to the ring electrode could be measured, which was due to the cuts. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.